Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance high out of range. Technical services (ts) was consulted noted anti-tachycardia pacing (atp) was delivered due to noise signals. Pacing inhibition was present, patient did not experienced syncope. Ts recommended reprogramming and continue to monitor. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance high out of range. Technical services (ts) was consulted noted anti-tachycardia pacing (atp) was delivered due to noise signals. Pacing inhibition was present, patient did not experienced syncope. Ts recommended reprogramming and continue to monitor. No additional adverse patient effects were reported. Additional information was obtained, the lead presents a complete fracture. The lead remains in service. No additional adverse patient effects were reported.